Event description:
The patient's daughter reported the patient has developed red, open skin. The affected area has a "pimple-like" texture and is exuding clear fluid. The patient did receive medical treatment and was prescribed antifungal powder. No additional information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis, any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.